Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
During an evaluation for a non-critical issue, physio-control observed that the device was not able to turn on and would freeze. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.

Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The most likely root cause was determined to be the system pcb assembly. The customer received a warranty replacement. The device and system pcb assembly were not returned for further evaluation so further root cause could not be determined.

Event description:
During an evaluation for a non-critical issue, physio-control observed that the device was not able to turn on and would freeze. In this state the device would not be able to deliver defibrillation therapy if needed. There was no report of any adverse effect to the patient as a result of the reported issue.